Manufacturer narrative:
Limited information has been received on this event; the case dates, patient information, product information, and details of event are all unknown. Code 4650: limited information received on details of event. Code 4581: limited information received on details of event therefore clinical signs, symptoms, and condition is unknown. Code 4247: limited information received on details of event.

Event description:
It was reported that the flutes on a drill stripped. Limited details have been obtained.